Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer was unable to connect the fiber optic to the iab. They then used the pressure transducer. Upon inspection, it is discovered that the sensor connector pins were too long. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter: (B)(6), consignment assistant patient sex updated. Complaint record ID # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The sensor connector pins were found to be one longer than the other. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported failure. However, we are unable to determine how this failure may have occurred and a CAPA request was initiated to address this issue. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).